Manufacturer narrative:
The keypad overlay is pillowing around the keypad buttons. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got mail for the damage on the o ring. Customer experienced high blood glucose level. The customer¿s blood glucose level was unknown at the time of the incident. The customer was treated for the high blood glucose with bolus. The customer declined troubleshooting for high blood glucose level. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.